Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they experienced low blood glucose on (B)(6) 2016. The customer stated she was camping when blood glucose dropped to 32 mg/dl; she started eating a donut and then had a seizer. She woke up and her husband was holding her. Troubleshooting for low blood glucose was declined. The customer also reporting having sensor reading discrepancies. Blood glucose was 85 mg/dl, while sensor was reading 210. She also reported receiving a calibration error. Blood glucose was 180 mg/dl. Troubleshooting was performed, and the customer was advised to remove the sensor if issue is not fixed after 5 hours. The sensor will not be returned for analysis.